Manufacturer narrative:
During on-site inspection a faulty power supply was found to be root cause of the reported shut down. In this case the operation is continued using battery supply. Obviously for the present case the internal battery was not charged or was faulty so that the savina performed a shutdown accompanied by an acoustical auxiliary alarm to inform the user. Spontaneous breathing via the emergency air valve is still possible. The status of the available power supply systems (e.g. Supply voltage, internal/external battery) is permanently visible for the user and is indicated by the color of the respective led. Thus an internal battery not being ready for use is indicated by a red or switched off led. The power supply was replaced on-site, and the device was successfully tested afterwards. The device was returned to use without further problems reported. It is recommended to check the functionality of the internal battery and to replace it if required. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut down during use on patient. No injury reported.